Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the act button was not working. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated the insulin pump might have been exposed to moisture due to it was raining a lot. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on the keypad traces. No moisture damage inside the insulin pump noted. The insulin pump has minor scratched display window, cracked display window at bottom right-side corner, cracked case at display window corners and cracked reservoir tube lip.